Event description:
Healthcare professional reported a bilateral seroma fluid greater than 50cc. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported a bilateral seroma fluid greater than 50cc. Device has been explanted.

Event description:
Healthcare professional reported a bilateral seroma fluid greater than 50cc. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification and a curved opening on the anterior. A visual and microscopic analysis was performed which identified a striated puncture on the anterior and crease folds. Based on the device analysis the final assessment is: a striated opening on the anterior assessed as surgical damage, consistent in the use of some surgical tool. Additional, changed, and/or corrected data: h.3, h.6.